Event description:
The pt was reportedly implanted with an unspecified MFR's "pelvic mesh products" for treatment of pelvic organ prolapse and/or stress urinary incontinence. The pt and her attorney have alleged that as a result of this/these products being implanted in the pt, the pt has experienced pain, injury and has undergone medical treatment. The following info was not provided by the complainant: specific info of the alleged injury; specific info regarding whether intervention was performed; specific info regarding why intervention was performed or what type / to what extent intervention was performed; specific correlation between device performed and alleged injury; current pt status.

Manufacturer narrative:
Results code: no results available since no eval performed, as product not returned to cbi. Ec conclusion code desc-1 - actual device not evaluated; no testing methods performed, as product not returned to cbi. Ec results code desc-1 - root cause inconclusive due to lack of details provided by the complainant. Investigation eval: investigation to this claim included: a review of the claim allegations and, all other communication and investigation into this report/claim is being handled by our attorney. Summary of investigation findings: based on the info provided by the complainant, details regarding a specific correlation between the a cook biotech incorporated manufactured product's performance and the alleged injury remain unk. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when add'l info is obtained, a f/u MDR will be filed.